Event description:
Boston scientific received information that this brady lead was an attempted implant due to unknown reason. The brady lead was never in service. No additional adverse patient effects were reported.